Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('salpingectomy (bilateral removal of fallopian tube)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, pelvic pain and dysmenorrhoea outcome was unknown and the abdominal pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, medical device removal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results of confirm. Test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: plaintiff fact sheet received. Patient demographics was added. On (B)(6) 2018, she explanted essure. Added events salpingectomy (bilateral removal of fallopian tube), abnormal bleeding (general) and abnormal bleeding (vaginal). Outcome of event abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), abdominal pain as recovered and added onset dates of events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.